Event description:
During a laparascope the foam at the top is slipping down. The foam slips into the shaft of the trocar and has to be fished out. There was no pt consequence and device may not be returned.